Manufacturer narrative:
D10 concomitant products: sigtrsb60axt 60mm xtr thk reinforced rel - (lot#n5j1823y); sigtrsb60axt 60mm xtr thk reinforced rel - (lot#n5j1823y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve procedure, a leak was seen around the staple line after all staples were fired, with no malformed staples observed. A leak test was performed using 50¿100 ml of methylene blue, which confirmed a positive leak around the staple line during the procedure. Three reloads were used and had the same issue. Suturing was required as a staple line replacement to address the leak.